Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). (B)(4). Investigation summary: fifty one samples were received and evaluated. They came in a plastic bag with no packaging blister. A visual inspection was performed. All of them have a plastic shield. All of them have a needle. Thirty-nine of them have epoxy drip over on the needle hub. The other 12 samples didn¿t have excess epoxy or missing needle/ color spots; no defects were observed. Eleven photos were provided. They show units with white epoxy drip over on the needle hub. One photo shows black specks in the plastic shield. The potential root cause is associated with the needle in the process (nip) assembly line. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over. For the black specks, they are embedded degraded resin. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the investigation and samples and photos analysis, the symptom reported by the customer is confirmed. We will continue monitoring and trending the complaints for this lot and symptoms. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification. Investigation conclusion: this is the 1st complaint for lot#: 9269113 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the potential root cause is associated with the needle in the process (nip) assembly line. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over. For the black specks, they are embedded degraded resin. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not expired at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.¿

Event description:
It was reported that an unspecified number of needles 16gx1-1/2in rb experienced epoxy in/on cannula which was noted prior to use. The following information was provided by the initial reporter: material no: 305198 batch no: 9269113. Currently we have some issues with ns-01025 (305198 bd number), missing needle, color spots. However we received in total (B)(4) pieces and the are not all inspected yet (we still having (B)(4) pieces in stock), so, the defective quantity to report may increase month a month.